Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 405 mg/dl. Customer had experienced the symptoms related to the high blood glucose were positive results in ketone test, nausea, vomiting, abdominal pain and difficulty breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode at the time of incident. The insulin pump will not be returned for analysis.